Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
Eval summary: given the info provided, a definitive cause for the experience of hip pain, and whether the experience is related to the devices, cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.